Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) boxed device was returned to cpi due to allegations of premature battery depletion.